Event description:
Patient was implanted with an ipg device on (B)(6) 2021. At her two week post-operation visit, patient showed signs of infection at the ipg entry site. Physician placed patient on antibiotics for two weeks.